Event description:
It was reported that the procedure was to treat an 80% stenosed lesion. The 5 x 80 mm armada 35 balloon catheter was prepared per the instructions for use and used with 50/50 contrast saline. During inflation to nominal pressure, a contrast leak was observed at the junction where the balloon hub meets the shaft. This did not change any step in the procedure or the ability to obtain adequate pressures in the balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.